Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead sensing value had decreased and the lead was unable to sense p waves when the patient went into atrial fibrillation (af). This loss of sensing resulted in the device misinterpreting the arrhythmia which resulted in inappropriate defibrillation therapy. There was also increased capture threshold noted on the ra lead. The device was reprogrammed to resolve the event and the patient was stable.